Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during lateral meniscus repair, during implantation, whilst trying to fire the 2nd implant into the patients meniscus there was a problem with the second trigger and failed to deploy properly. Upon inspection it can be seen that the button was damaged and the track blocked by a lose component. This prevented intended deployment. No harm for patient, operator or third party was reported. The surgery was finished successfully with a different device ar-7523. It was not necessary to do a second surgery. The surgical technique was converted from all inside to inside out. Update 05-sept-2019: there was no damage to the patient. Nothing broken within and left in. First implant was removed from patient. Nothing left in the body. Surgery took an extra 10 mins as a result of this incident.